Event description:
Pt has experienced hyperglycemia as high as 590 mg/dl over the past 6 weeks and believes the insulin delivery of the infusion device is too low. Pt changed the accessories and delivered insulin through the infusion device, but this was not successful in lowering blood glucose. Infusion needle is changed every 2 days and the cartridge and tubing every 7 days. Pt did not have an infection or start new medication, and normal blood glucose is 120 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.